Event description:
It was reported that system displayed a charger error and had a smoke smell. The field engineer noted the system was unable to perform fluoroscopy. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The battery pack was evaluated and replaced. The system was tested and found to be working as intended and returned to service.